Event description:
It was reported that the patient had the spectra penile prosthesis removed as it bent making insertion during intercourse difficult. A new tactra penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this spectra penile prosthesis (spp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders were visually inspected and functionally tested. The first cylinder had sharp instrument/tool damage near the distal end of the outer tube of cylinder body consistent with explant. The second cylinder had no visual abnormality found upon inspection. Both cylinders were functionally tested and passed the bend test within specification. Based on the information available and analysis results, analysis was unable to confirm the reported clinical observations.

Event description:
It was reported that the patient had the spectra penile prosthesis removed as it bent making insertion during intercourse difficult. A new tactra penile prosthesis was implanted. No patient complications were reported.